Event description:
I had mentor gel implants placed under the muscle in 2012. I am now a 31 year old female. Over the past few years my health was steadily declining. Developed multiple autoimmune disorders including hashimotos and psoriasis that do not run in my family. Significant hair loss to the point of balding in some spots and facial swelling, eye swelling. I had my implants removed on (B)(6) and my health has dramatically increased. Reference report: mw5147718.